Event description:
It was reported that log file review captured an intentional pump stop via system monitor on (B)(6) 2022. The pump was off for 3 seconds. Additional information was received that pump stop button was bumped during speed change while the patient was in ventricular tachycardia (vt). The team at the time did not realize the button had been pressed. There were no symptoms associated with the pump stop seen and the patient remained in the cardiac intensive care unit (cicu) due to previous medical concerns which were not device related.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed a pump stop event due to the pump stop button being pressed on the system monitor. Additionally, a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the patient¿s reported arrhythmia could not be conclusively determined through this evaluation. The controller event log file contained data from 01mar2022 03:58:37 through 08mar2022 06:11:24, per the timestamps. On 04mar2022 at 18:59:49 an intentional pump stop command was initiated, which was associated with low speed advisory, low speed hazard, low pump current, and pump stop faults, along with low flow and left ventricular assist device (lvad) off alarms. The pump stop event lasted approximately 3 seconds, following which, the pump regained speed and assumed normal operation for the remainder of the file. No other atypical events or alarms were captured. Despite the observed events, the pump appeared to function as intended at the set speed. Multiple attempts were made to obtain additional information regarding the patient¿s cardiac arrhythmia: however, no additional information was provided. The patient remains ongoing on hm3 lvas, serial number (B)(6). The hm3 lvas IFU, rev. C, and the hm3 patient handbook, rev. D, currently available. Section 1 of the IFU, ¿introduction¿, lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 4 of the IFU, ¿system monitor¿, states to use the pump stop button to turn off the pump. To use this feature, press and hold the pump stop button while the pump stop countdown counts down from 10 to 1, then a stopping pump message will be displayed. This section further states that the pump stops within the first few seconds of holding down the pump stop button. However, if the button is released before the countdown is complete, the pump resumes at the previously set mode and speed. Section 6 of the IFU, ¿patient care and management¿, lists arrhythmia as a potential late postimplant complication. Section 7 of the IFU, ¿alarms and troubleshooting¿ and section 5 of the patient handbook, "alarms and troubleshooting", outline all system alarms and the recommended actions associated with them. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 12oct2021. No further information was provided. The manufacturer is closing the file on this event.